Event description:
It was observed during the device inspection, that the image of the gastrointestinal videoscope was not displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the event occurred due to a broken plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h2, h4, h6, h11 this supplemental report is being submitted to provide the results of the manufacture date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.